Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched display window and case.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to a low blood glucose level. Customer reported that she was unconscious for hours, possibly due to over delivery by the insulin pump. Customer was wearing the insulin pump at the time of the incident. During a previous call, the customer reported having a blood glucose level of 36 mg/dl which was treated with glucose tablets. Blood glucose level at the time of that call was 143 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.